Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 700 mg/dl. It was stated that the customer lost his insulin pump and went into the diabetes ketoacidosis. Three days later the customer called back and reported that the insulin pump was found. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.